Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined suction issues. Fuse, with marks of burn and char, was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit had suction issues on side 1. There was no patient involvement. During device evaluation, it was discovered that there was evidence of burn and char related to the fuse failure. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.